Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-feb-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 20-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient has had a loss of pain control. After an x-ray, the physician reported the leads had migrated down one vertebral body. It in unknown if there are any factors that may have contributed to this. The patient's device was reprogrammed and adjustment was attempted. It is undetermined if the reprogramming of the device will be enough or if the physician may agree to reposition the leads. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead migration wasn¿t determined. The rep reported that the healthcare provider (hcp) and patient had discussed a lead revision. The rep reported that the lead was still migrated and the lead revision had not occurred. No further complications were reported.